Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks for eight treated episodes. It was noted that the shocks were inappropriately delivered for episodes of fast atrial fibrillation (af) that were detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf). In one episode, there appeared to be a slight morphology change prior to the fifth shock, and the next shock seemed to cause vf which was terminated by the last shock. The patient was admitted to the hospital and a new wavelet template was collected with better match scores. The patient complained of shoulder pain following the shocks and psychological trauma. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 6935m62 (serial: (B)(6); product type: 0264-lead-hv; implant date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.